Event description:
Reporter indicated that pt had her generator and lead explanted due to lack of efficacy. Manufacturer review of programming history database revealed that high lead impedance was obtained during diagnostic testing on this patient's device. Explanted lead and generator were subsequently returned to MFR for product analysis. During this analysis, malfunctions were identified with either returned product; however, it was noted by impressions on the lead pin that it was not fully inserted into the header of the generator. The lead pin not being fully inserted is the most probable cause for the high impedance and could have been a contributing factor to the lack of efficacy event.